Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The result was reported out of the lab and questioned by the physician. The original specimen was re-tested on the next day and the repeated result was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube without gel. The sample was spun at 3,000 rpm for 10 minutes. Qc was within the customer's established ranges the day of event. A field service engineer (fse) was dispatched: per fse notes, the instrument passed all tests and was running within specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.